Event description:
On 12-feb-2026, an arthrex subsidiary employee reported via email that an ar-1588rtt acl fibertag tightrope implant encountered issues during an acl reconstruction performed on (B)(6) 2026. Passing and flipping were completed without difficulty; however, the surgeon experienced resistance when adjusting the graft into the bone tunnel. The graft was eventually advanced, but two adjustment threads broke during subsequent tensioning. When attempting tibial fixation, the graft backed out in the opposite direction, and the loop was found to be completely broken. The procedure was completed using a non-arthrex device, and no components remained in the patient. No significant surgical delay, additional anesthesia, or patient adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.